Event description:
It was reported that the gastrointestinal videoscope exhibited poor visibility with a blurred image. The event occurred during a diagnostic procedure while the patient was under sedation and resulted in a minor procedural delay. The intended procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.